Event description:
The manufacturer received information alleging the patient felt particle enter the back of her throat, stuck in her esophagus and it went to far down to cough back up. She swallowed and ate a piece of bread and washed it down with water. Particles in tubing/chamber, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the incorrect date of 05/13/2021 in section b.4. The correct date should have been (B)(6) 2022. The manufacturer previously reported required intervention to prevent permanent impairment/damage in section b2. After review it was determined that required intervention to required intervention to prevent permanent impairment/damage was incorrectly selected. The was no allegation of serious or permanent harm or injury.